Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.0/+3.5/076 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6)2021 the lens was repositioned due to refractive surprise. On (B)(6) 2021 the lens was exchanged with a same size, different axis lens and the problem is resolved. The cause of the event is reported as a patient-related factor: "ciliary body cysts rotating icl to 165 degrees and rotation icl on (B)(6) 2021 didn't resolved the problem. On 1st day after surgery icl was again rotated to 165 degrees."

Manufacturer narrative:
(B)(6). Patient eight, ethnicity and race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visible inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6: device history record (ohr) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).